Event description:
It was reported that the patient expired due to cardiomyopathy and cardiac arrest. There is no known allegation from a health professional that suggests the death was related to the device. No further information is available. Related manufacturer reference number: 2017865-2023-01046. Related manufacturer reference number: 2017865-2023-01047.

Manufacturer narrative:
Interrogation of the device revealed it was above elective replacement indicator (eri) when received. The device¿s sensing, pacing, lead impedance, high voltage charging, and high voltage shock impedance were tested, and the device¿s function was normal.